Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown quantity of the one-link needlefree IV connector had leaked after draws. The event occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.